Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was alerting without display an alarm. The symbol for an empty reservoir appeared on the screen but the reservoir was changed last night. The customer performed a rewind and prime but the beeping anomaly continued. The customer stated that she had played a lot of tennis this year and has sweated a lot. The customer was asked to remove the battery for ten minutes and to clean the battery cap and battery compartment; while doing this the customer did not note any damage. The customer reinserted the battery and reviewed her alarm history. There were multiple unexpected restart errors and an instance of program alarm anomaly. The customer stated that the device was exposed to an airport scanner this past sunday. The insulin pump was returned and replaced.

Manufacturer narrative:
The insulin pump passed functional test including error test, self-test, displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No unexpected alarms or audio/beep anomaly noted during testing. The reservoir icon functioned properly. No anomalies are noted. The motor was tested outside the device and passed. No motor error alarms noted. The insulin pump was received with minor scratched lcd window, cracked reservoir tube, broken reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.